Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned in two pieces as result of a break 685mm distal to the strain relief. Several kinks were noted at 230mm, 400mm and 610mm distal to the strain relief, a second kink was noted 500mm proximal to the tip. The tip of the device was damaged (jagged edges). The balloon and the stent of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during preparation for a dilatation of the lesion, catheter shaft kink occurred. While unpacking a 2.25x28mm promus element plus drug eluting stent it was noted that the catheter shaft kinked about 50cm from the proximal part when the device was removed from the hoop. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, upon device analysis, it was noted that the hypotube was broken at 685mm distal to the strain relief.